Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual analysis was performed on the returned device. The thumb slide was advanced with no resistance or anomalies noted, and the device was noted to be fully intact; thus, the reported difficulties could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unbale to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified left superficial femoral artery (sfa). Pre-dilatation was performed and the supera stent delivery system was advanced to the target lesion and deployment was initiated; however, it was noted that the thumbslide locked up and could not be pushed forward or pulled back. The device, including the stent, was removed without adverse patient effect. Additional dilatation was performed, and a second supera stent was deployed without issue. There was no adverse patient effect or a clinically significant delay. No additional information was provided.